Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during dwell phase of peritoneal dialysis therapy. The registered nurse (rn) reported that a home patient (hp) was awakened in the middle of the night because the bed got wet. The patient line got disconnected; the plastic adaptor on the patient line came apart. The hp was given antibiotic to prevent infection. The rn advised the hp not to use the remaining cassette from the same box. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified an absence of the heat seal bead on one (1) side of the patient line tubing to the patient connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The direct cause of the event was determined to be manufacturing related because the absence heat seal bead causes a leak due to an incomplete bond between the patient connector and the patient line tubing. Should additional relevant information become available, a supplemental report will be submitted.